Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6). 2021, via (B)(6). It was reported that during the surgery, after rasping, the surgeon inserted trials and put the patient in trial reduction, then, he could not dislocate the hip joint because trial neck and trial head were not connected. Another reason could be that the tension in the soft tissue was too high. The surgeon destroyed the trial head with a flat chisel or something, and dislocated the joint. He removed the fragments from the body carefully, there was no harm to the patient. The surgery was completed within 30 minutes delay. After the surgery, the sales rep explained to the surgeon about locking mechanism between trial head and trial neck, the surgeon judged no problem in the products. No further information is available.